Manufacturer narrative:
Based on the claim against the product by the customer noting the customer were facing an error with the vio integrated electro surgical generator unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and replaced the iesu. System was tested and was ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was abandoned after the start of the procedure due to performance issue. The procedure was completed using a third-party generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer were facing an error with the erbe generator. An intuitive surgical (is) technical support engineer (tse) viewed the system event logs and could confirm an error c-34. The tse asked her to disconnect the cautery cords and to restart the energy device, but there was no change. The customer stated that they would proceed with their external generator. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) contacted the head nurse and obtained the following information: the system functionality was checked upon powering on the system and the system initially power on without errors. The procedure was successfully completed with the external generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) instrument was analyzed and reported failure was confirmed. The error was reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.